Event description:
Provisional was being used during a surgery. The provisional broke as the surgeon was hammering on it. All pieces of the broken provisional were removed to the best knowledge of the staff. The wound was surgilaved.